Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this ventricular lead had an increase in threshold measurements. An x-ray confirmed the lead tip had slightly dislodged. An increase in a pacing impedance measurement to 2000 ohms was recently observed, although current impedance measurements were around 700 ohms. The lead will remain as is and no revision procedure will be performed. The patient will continue to be monitored. No adverse patient effects were reported.